Event description:
It was reported that the device system was explanted due to infection. No other clinical data were provided. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(See scanned page).